Event description:
The customer reported that they had oil mist that set off their "fire alarm". The customer stated that there were no physical complaints related to the reported oil mist. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, the unit was evaluated at the customer site. The fse changed the oil mist filter. This issue is being addressed with a customer letter, related to correction & removal.